Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data: a4, a6, d9, g1, h3, h6.